Event description:
It was reported that the patient experienced a fast ventricular tachycardia (vt) event below cut off rate zone, cardiopulmonary resuscitation (CPR) occurred and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five shocks during treated during CPR. The field representative noted that the noise appears more indicative for CPR noise rather than ventricular fibrillation (vf). Boston scientific technical services (ts) was consulted to review the data. Upon review, ts observed the noise was related more to the potential CPR activity. CPR is repeated during episode leading to oversensing and episode recording. Further review by ts found previous myopotential noise from a year and a half earlier that was not oversensed. Ts discussed that the myopotential noise should be reviewed at the patient's next follow up visit. Ts discussed programming and further troubleshooting options. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.